Event description:
It was reported that the gripping jaws were broken during surgical procedure. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the adapter has broken gripping jaws. The customer was sent a replacement device on (B)(4) 2013. Second serial number is (B)(4). (B)(6). Placeholder.